Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the replacement devices. The replacement devices are two 550cc mentor memorygel breast implant prostheses (catalog #: 3505501bc, right serial #:(B)(6) left serial #:(B)(6) manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 375cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient noticed the left-sided deflation when she woke up. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified mentor memorygel breast implant prostheses on (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information. The catalog # of the replacement device is either 3505251bc or 350-5501bc. If additional information becomes available in the future, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have a tear at the juncture between the shell and patch. A microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).